Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 corrected information has been provided in b1(is product problem); d3(manufacturer fax); d4(serial). B1: ticked to capture malfunction problem. The cause of the pec was most likely unintended use related to the positioning issue. The cause of the positioning issue or its relationship to hemolysis.

Event description:
An impella cp device was inserted into the right femoral artery in a 79-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the plasma free hemoglobin (pfhg) was elevated to 200 from 30. The impella was repositioned due to being out of position, which helped resolve the issue. The following morning the pfhg lowered significantly and the urine became light amber in color. One unit packed red blood cells (prbcs) were given. Four days after insertion, the impella was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 1.8l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9 updated; the product has been returned for evaluation. Corrected data d4 updated/corrected. The investigation is still ongoing.